Event description:
Information was received from a patient receiving intrathecal fentanyl at unknown concentration/dose via an implantable pump for spinal pain indications. It was reported that the patient stated he had been having nothing but problems with the handset. Patient stated he had been seeing many error codes, but can only recall seeing service code 156. Patient stated when he tried to bolus the handset lags at 90% and sometimes it takes so long that the handset times out and he had to restart all over. Agent reviewed data and walked the patient how to delete the data. Patient was able to connect to the pump with no lag. Patient stated there had been other codes, but he was not sure what they were. Patient would document them and call back if they come back up. Patient stated a couple of times he seen the "reboot system now" screen. Agent reviewed that was triggered when the volume up button and the power button are pr essed at the same time. Agent had patient confirm pump time: per personal therapy manager (ptm) pump time 14:32 and current time14:35. Agent had patient confirm location, bluetooth and sound were currently on. Agent asked event data patient did not provide.

Manufacturer narrative:
Continuation of d10: product ID hh9020tdd lot# serial# (B)(6) implanted: explanted: product type product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.